Event description:
It was reported that the bed had error messages tilt error base and tilt over range due to the wiring harness #2. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.